Event description:
A nurse reported that the unit displayed a sys message indicating footswitch failure during a cataract with intraocular lens implant procedure. The staff exchanged the footswitch, however, the backup footswitch did not work. They called tech support and were walked through a manual reset. The case was then able to be completed following a delay of 15 mins. There was no harm to the pt.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).